Event description:
It was reported the patient is no longer receiving stimulation. The patient reported her charging system broke and she was subsequently unable to charge. A replacement charging system was issued to the patient; however, it was unable to locate the ipg. An additional charging system was tried, but did not resolve the issue. The patient is currently working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.